Manufacturer narrative:
No evaluation possible. Neither the suspect devices nor their identifying lot numbers have been provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instructions for use state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating.

Event description:
A patient underwent revision surgery on (B)(6) 2010 to remove two 4.0 variable angle screws that had back-out of the t1 location. The occurrence was noticed through x-rays taken during a post-op visit. The screws were removed without issue and the remainder of the hardware was left in place and continued to serve its intended purpose. The trestle anterior cervical plating system was originally implanted on (B)(6) 2010.